Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3487a-45, lot# v629841, implanted: (B)(6) 2011, product type: lead; product ID 355531, lot# n276639, implanted: (B)(6) 2011, product type: screening device; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3487a-45, lot# v629841, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported following "coming out of anesthesia" after a lead revision surgery, the patient experienced "horrible, shooting, stabbing, constant pain underneath her right rib cage." It was stated the patient "thought their rib may have been broken." It was noted the patient had undergone an emergency room computed tomography (CT) scan and an x-ray and "nobody could find what was causing the pain." It was stated the patient had seen a pain and family health care provider (hcp). It was noted the patient "had been on morphine and vicodin" at the time of report. It was noted the patient's stimulator was providing therapy and there was no issue with the pain stimulator."the patient reported that during their revision procedure, "an extra incision" to accommodate a "splitter/octopus for the leads because the patient had two leads and now had four leads." It was reported the patient inquired as to whether "the way the surgery incision was done could have caused pain" or if "the device/anchor that was used could cause pain." The patient was re directed to their hcp. Additional information was received on (B)(6) 2015 by the patient indicating that there was a change in paresthesia in the wrong location. There was stimulation in undesired location. The patient was getting stimulation in the stomach instead of the back in 2013. The patient had the leads revision done on (B)(6) 2015. The patient saw their manufacturer representative (rep) in (B)(6) 2013 and they reprogrammed her stimulator and have her a bunch of programs, 13 settings and was told to find the setting that work for the patient. The patient found one that worked but starting in (B)(6) 2015 the stimulation was felt in the stomach again. The patient felt stimulation in the stomach again. The change in therapy and symptoms was considered sudden. The patient also reported right after they got up from the operating table when they had their previous lead revision done (B)(6) 2013 the patient felt pain in the rib cage. The issue had not resolved yet. The patient was still in pain. It was noted that the health care professional (hcp) tried all kind of things, they were given morphine, put the patient on strong pain pills, pain patches, ordered so me special cream, but nothing worked. The patient switched to a different hcp. The patient's stimulation in the wrong location was resolved by the lead revision but in (B)(6) 2015 they started feeling stimulation in the stomach again. They also started feeling pain in the rib cage following the revision. On (B)(6) 2015 the patient reported that they felt stimulation in the stomach again. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Other relevant medical history: other pain indications - other